Manufacturer narrative:
Product complaint # ==> (B)(4). Updated section on this medwatch report: b4, g3, g6, h2, h3 h6 and h10. Complaint conclusion: as reported by the field, the physician opened the outer package for inspection of an embotrap ii 5x21 revasc. Device and found that inner sterile packaging was open, it was not sealed. The device was not used in patient. A new device was used to complete the surgery. Additional information received indicated that there were no packaging issues. The device was stored per the instructions for use (IFU). The embotrap device was returned in its tyvek pouch and product packaging for investigation. Visual and tactile inspection of the returned pouch confirmed that the seal was open at the corner between the chevron top and side seal. The complaint event is therefore confirmed. It is evident that the seals were originally present but were opened for 8cm and 5cm from the corner. A hole (of 3.5mm diameter) and tear (of 8.4mm length) were also observed on the pe film at the location of the open seal. Signs of scratching on the inner surface of the pe film were also evident. The remainder of the seals appeared intact and could be opened normally without resulting in damage to the pe film or tyvek. A review of the DHR for the complaint unit lot, 20j054av, confirmed all inspections were completed and released product met all inspection criteria. No other complaints associated with sterile seal failure were reported for this lot. A pouch component lot trace has confirmed that approximately (B)(4) were used in packaging commercial embotrap and nimbus devices, and this is the only reported open pouch seal complaint. An attempt to recreate the damage demonstrated that the damage observed on the complaint unit (hole, tear and scratches of the pe film) may have been caused by an attempt to open the seal with a sharp pointed implement. The analysis indicates that the seal opening, and damage are not the result of a defect or malfunction of the embotrap device packaging material or process, but more likely to have been caused by package manipulation that occurred in the hospital. It is unknown whether the anti-tamper adhesive tab on the unit carton (closure tab) was intact when the physician opened the package, or if the outer package, unit carton, was previously opened. Therefore, while the complaint event (inner sterile packaging being open) is confirmed, the root cause of this complaint cannot be determined. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, the physician opened the outer package for inspection of an embotrap ii 5x21 revasc. Device and found that inner sterile packaging was open, it was not sealed. The device was not used in patient. A new device was used to complete the surgery. Additional information received indicated that there were no packaging issues. The device was stored per the instructions for use (IFU).